Event description:
It was reported that 8 months following a bkp procedure at l2 that the patient underwent a revision surgery due to pain. According to the report, the "primary cement had migrated within the vertebral body and new cement was added to the same level to stabilize the primary cement." The pain reportedly "disappeared post-operatively". No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Interpretation of radiology films show vertebral plana with cement augmentation at t12 and kyphoplasty augmentation at l2. Inadequate cement placed under the endplate superiorly at l2 without creating structural support. Subsequent CT shows re-fracture at l2 with collapse of the l2 superior endplate and rotation of cement bolus, still contained within l2. Root cause of the event was determined to be related to surgical technique.

Event description:
It was reported that approximately 6 months post-op, the physician performed x-rays and found that cement had migrated in a patient. According to the report, the patient is currently asymptomatic and being treated conservatively. A revision surgery is under con sideration. No further complications were reported.